Manufacturer narrative:
Based on the claim against the product by the customer noting that the second ssc had no vision in the right eye, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vision side cart (vsc) fiber port (3rd down from top) and both fiber port transceivers to resolve the issue. The system was tested and verified as ready for use. The affected parts involved with this complaint are a field scrap items and will not be returned to isi for further investigation. The complaint regarding the ssc losing right eye vision was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that there was no video in the right eye of the surgeon side console (ssc). The procedure was completed using the other ssc. There were no reports of patient injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.